Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to oversensing of noise, electromagnetic interference (emi). Pacing inhibition with no asystole was noted. A new lead different model was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.